Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), visual impairment ("vision problems") and laziness ("I am very lazy") and was found to have weight increased ("weight gain") and weight decreased ("40 lbs down"). The patient was treated with surgery ((B)(6) 2016 salpingectomy (bilateral) and (B)(6) 2018hystrectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, alopecia, migraine, headache, fatigue, tooth disorder, nausea, weight increased and visual impairment had resolved and the weight decreased and laziness outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, laziness, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, hair loss migraine, headaches, fatigue, dental problems,nausea, weight gain, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test (unspecified): yes, result unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: all the information from 2018-118078 and 2020-071484 were transferred to this case. Reporters, event "weight loss" and "laziness" and reference section were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea"), visual impairment ("vision problems") and laziness ("I am very lazy"). And was found to have weight increased ("weight gain") and weight decreased ("40 lbs down"). The patient was treated with surgery ((B)(6) 2016 salpingectomy (bilateral) and (B)(6) 2018 hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, alopecia, migraine, headache, fatigue, tooth disorder, nausea, weight increased and visual impairment had resolved. And the weight decreased and laziness outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, laziness, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, hair loss migraine, headaches, fatigue, dental problems, nausea, weight gain, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2014, essure confirmation test (unspecified): yes. Result unknown. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2016 salpingectomy (bilateral) and (B)(6) 2018 hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, alopecia, migraine, headache, fatigue, tooth disorder, nausea, weight increased and visual impairment had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, hair loss migraine, headaches, fatigue, dental problems,nausea, weight gain, vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test (unspecified): yes, result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury were updated to new events pelvic pain,abdominal, back, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding, metrorrhagia (bleeding between periods), hair loss migraine, headaches, fatigue, dental problems, nausea, weight gain, vision problems. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.